Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify how many devices were used on this single procedure. 4 sutures for each patient. Provide the specific number of patient events. 2 one on (B)(6) 2024 and one on (B)(6) 2024. Did the event occur during one or multiple patient procedures? 2. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Already reported as documented into this pqc what is the procedure name(s) and date(s)? See above. What is the quantity involved per procedure? (B)(4). Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Please confirm the quantity being returned. Customer replied (B)(4).

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2024 and suture was used. During the procedure, the suture detaches from the needle. No adverse patient consequences were reported. Additional information was requested.